Event description:
The programmer was returned for repair and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found there was an error code in the error log and the electrocardiogram connection was broken (loose). Additional findings noted intermittent noise on fan, and the audio loop back functional test: tested out of specification.